Event description:
It was reported that the 7600 sys would not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided, the following components have been requested. Single board computer, backplane pcb, display adapter pcb and image processor pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is rec'd that indicates otherwise, a f/u report will be submitted as required.